Event description:
It was reported that the set-screw of a implantable pulse generator (ipg) would not secure the lead connector pin into the header. A different ipg was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. No anomalies were found. The returned device indicated the set screw was found in the connector bore. (B)(4).